Manufacturer narrative:
(B)(4).

Event description:
It was reported that this electrode and subcutaneous implantable cardioverter defibrillator (s-ICD) were part of a system revision due to infection/sepsis. This product was explanted and the patient was given intravenous antibiotics. No additional adverse patient effects were reported. If information is provided in the future, a supplemental report will be issued.